Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/17/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round high profile 460cc saline prosthesis, serial number: (B)(4), catalog: 3503460. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent primary breast augmentation with a mentor smooth round high profile 460cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 650cc gel prostheses on (B)(6) 2018.

Manufacturer narrative:
On 7/2/2018, mentor received additional information: race: white. The patient fully recovered with no residual effects. Device evaluation summary: it was reported that a 38 year old caucasian female patient underwent primary breast augmentation with a mentor smooth round high profile 460cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 650cc gel prostheses on (B)(6) 2018. The patient fully recovered with no residual effects. The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior view. A rent measuring approximately 0.4 cm was discovered within the crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. The device history record (DHR) of lot number 272494 was reviewed on 6/18/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).